Event description:
On [redacted], two patients experienced serious complications related to the recently adopted wise-crt cardiac implant device, manufactured by ebr systems inc. Both patients had undergone staged device implantation and appeared stable post-procedure. However, during routine post-implant echocardiograms in the inpatient medical/surgical area, each patient separately developed ventricular fibrillation (vf). Patient a: required a defibrillation shock from the implanted cardioverter-defibrillator and was resuscitated. Patient b: suffered cardiac arrest and could not be resuscitated, resulting in death. Both events occurred when an ultrasound probe was placed near the implanted device, raising concerns about possible interactions between the wise system and echocardiogram equipment. All further wise-crt device implant procedures have been paused at the facility. FDA medwatch reports regarding these incidents have been completed. These events represent a significant patient safety issue potentially associated with the interaction of an implanted cardiac device and routine post-operative imaging. The clinical team has acted promptly to pause further use of the device.